Manufacturer narrative:
Correction: g2 (replace healthcare professional with distributor/importer). H4: the lot was manufactured between october 28, 2022 and october 29, 2022. H10: the device was received for evaluation. A visual inspection was performed and leakage from the administration port was observed. A functional leak test was performed using tap water and a leak was observed at the spike administration port weld seam of the bag; a leak was observed between the spike port tubing and spike port connector. The reported condition was verified. The cause of the condition could not be determined; however, is most likely due to inadequate or lack of cyclohexanone being applied to the spike port connector when it was inserted into the spike port tubing during manufacturing. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an 1000 ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bags "leaked at the administration port". This was observed during setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.